Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant severely stretched, tangled, damaged and to be separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation did not find the pusher's monofilament in the body coil. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a coiling procedure of a large mca aneurysm, the coil was positioned. During retraction, the coil detached from the delivery pusher. The coil system was removed with an endovascular snare. No patient harm was reported.